Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.0x26mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilatated with a 2.5mm x 15mm maverick balloon. While advancing a 3.00mm x 28mm promus elite stent significant resistance was encountered. Following stent deployment at high pressure, a distal edge dissection was noted. Another 3.00x16mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported. The patient was stable and responding well to medicines.